Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 1897 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. B40019) for female sterilisation. The patient had a medical history of abdominal pain on (B)(6) 2019, abnormal uterine bleeding, obesity, hyperlipidemia, psoriasis, herpes labialis, heavy periods, parity 2 and multi gravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 1897 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: 8 coils were present in cavity. Procedure was repeated on left ostia; 6 coils were present in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40 kg/sqm. [Pathology test] on (B)(6) 2019: procedure: hysterectomy, bilateral salpingectomy history: g3 p2 012 with heavy menstrual bleeding, history of essure procedure. Gross description: "uterus cervix, bilateral tubes." Myometrium: 2.0 cm thick; 0.5 cm leiomyoma; trabeculated with dilated vasculature right fallopian tube: 8.0 x 0.9 cm; unremarkable. Left fallopian tube: 11.0 x 0.9 cm; unremarkable diagnosis uterus, cervix, bilateral fallopian tubes: lot number: b40019 is in valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. B40019) for female sterilisation. The patient had a medical history of abdominal pain on (B)(6) 2019, abnormal uterine bleeding, obesity, hyperlipidemia, psoriasis, herpes labialis, heavy periods, parity 2 and multi gravida. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 1897 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: 8 coils were present in cavity. Procedure was repeated on left ostia; 6 coils were present in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40 kg/sqm. [Pathology test] on (B)(6) 2019: procedure: hysterectomy, bilateral salpingectomy history: g3 p2 012 with heavy menstrual bleeding, history of essure procedure. Gross description: "uterus cervix, bilateral tubes." Myometrium: 2.0 cm thick; 0.5 cm leiomyoma; trabeculated with dilated vasculature. Right fallopian tube: 8.0 x 0.9 cm; unremarkable. Left fallopian tube: 11.0 x 0.9 cm; unremarkable. Diagnosis: uterus, cervix, bilateral fallopian tubes: the most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters,patient information,medical history,lab data,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 1897 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.